Manufacturer narrative:
Technical services evaluated the returned product and confirmed the malfunction. Through testing it was determined that the system fault was with the monitor, and was subsequently replaced.

Event description:
The customer reported that during a patient procedure, using a glidescope&#59393;vl monitor, the device has a jittery and cloudy image. The reporter states that she is using a smart cable with a single use blade. An unknown back-up device was reportedly used but no delay in the procedure was noted. No harm to patient or user was reported.